Manufacturer narrative:
The device was returned for analysis. The reported material separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive for the reported difficulties; however, factors that may contribute to shaft separations include, but are not limited to, inadequate material strength, user mishandling and interactions with other devices or interaction with lesion calcification and tortuosity during the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a target lesion in the marginal circumflex artery. During advancement, the 2.5 x 15 mm xience alpine stent delivery system separated into two pieces, at a location outside the patient anatomy. The device was removed without difficulty and a second 2. 5 x 15 mm xience alpine stent was implanted. There was no adverse patient effect and no clinically significant delay. No additional information was provided.